Event description:
As reported by a healthcare professional, during preparation for the procedure, the physician opened the device packaging of an enterprise2 4mmx39mm no tip vascular reconstruction device (product code: encr403900, lot number: 8799374) and removed the device from the dispenser hoop. Upon removal, it was observed that the stent was prematurely detached from the delivery wire. The device was not introduced into the patient. The physician selected and successfully implemented a new stent to complete the procedure. No patient harm or injury was reported. Additional event information received on 12-feb-2026 indicated that besides the reported premature detachment, there was no physical damage noted on the stent/stent delivery system appear damaged. The replacement stent was another enterprise2 4mmx39mm® vascular reconstruction device. The event did not result in a clinically significant delay in the procedure since the device was not used in the patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by a healthcare professional, during preparation for the procedure, the physician opened the device packaging of an enterprise2 4mmx39mm no tip vascular reconstruction device (product code: encr403900, lot number: 8799374) and removed the device from the dispenser hoop. Upon removal, it was observed that the stent was prematurely detached from the delivery wire. The device was not introduced into the patient. The physician selected and successfully implemented a new stent to complete the procedure. No patient harm or injury was reported. Additional event information received on 12-feb-2026 indicated that besides the reported premature detachment, there was no physical damage noted on the stent/stent delivery system appear damaged. The replacement stent was another enterprise2 4mmx39mm® vascular reconstruction device. The event did not result in a clinically significant delay in the procedure since the device was not used in the patient. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx39mm no tip vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was still inside the introducer and attached to the delivery wire. The middle body of the proximal coil was slightly stretched. A functional test was performed. A lab sample prowler select plus microcatheter was flushed using a lab syringe. The unit was then inserted into the microcatheter, and it advanced smoothly without any resistance or friction as the stent passed through. The stent was successfully expelled from the distal tip of the microcatheter. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and no internal actions were identified. The stent was not detached from the delivery system, and as the functional test was performed without issues, the customer complaint could not be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The stretched proximal coil of the delivery wire was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. If resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.